Event description:
A customer contacted beckman coulter inc. (Bec) to report that the olympus au2700 clinical chemistry analyzer generated erroneous false high results for one (1) patient for these 11 tests: sodium (na), potassium (k), chloride (cl), albumin (alb), alkaline phosphatase (alp), bicarbonate (co2), blood urea nitrogen (bun), creatinine (cre), glucose (glu) , total protein (tp), and calcium (ca). Erroneous results were reported out of the lab and questioned by the doctor. Repeat testing generated lower results and the patient's lab report was revised. No effect to patient was reported in connection with this event.

Manufacturer narrative:
The au 2700 analyzer was in control for all tests including the electrolytes before and after the event. Bec field service engineer (fse) was dispatched for this event. The fse replaced the sample probe and sample syringes. A clear root cause is not known.